Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that the sdh29 was used to complete the colo-anal anastomosis in the current manner. The device was fired and removed without any problems; however, an air leak was discovered when tested before closure. There was no consequence to the pt. 12/01/1999 message from affiliate. The case was completed by oversewing the anastomosis.